Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was seen on 2014-(B)(6) and was doing well. It was noted that the patient was seen on 2014-(B)(6) for a pump refill and the patient did not mention anything about their pump problem regarding regulating doses.

Event description:
It was reported that the patient had a pump implanted in (B)(6) 2013 and had ¿some problems with it.¿ it was noted that there was ¿not really a problem with the pump itself its been a problem regulating the dosages and things like that.¿ it was noted that they went from a 40 ml to a 20 ml pump and it was a totally different concentrations. It was reported that ¿before¿ levels were higher and at the time of report they are lower. It was noted that the patient was wondering if there is a better way to keep track. It was reported that the patient had an appointment the following week and will check with them to see if they have receipts or old refill slips. It was noted that the patient liked to keep the refill slips in order to have a record of what had been programmed, but the patient had lost a few along the way. It was noted the pump was used to infuse clonidine, bupivacaine and morphine. It was reported that the patient was discharged from the hospital and presented himself back to the hospital emergency room (ER). It was noted that the ER healthcare provider (hcp) felt the patient was over-medicated. It was reported that they administered narcan, but the patient was actually underdosed and caused multiple health problems. It was noted that the patient was admitted. Additional information has been requested, but it was not available as of the date of this report.